Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1808003, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
After good stick and successful aif (aorto-iliac femoral angiogram) procedure, mynx was deployed according to the IFU perfectly. Patient¿s bp was about 190 during case, but 170 at the close. However, within 30 second of the mynx being removed a small hematoma was noted. Occlusive pressure was held for about 15 minutes, but as soon as pressure was relieved, the hematoma began to grow. After another 20 minutes the same happened. After a total of about 45 minutes of pressure a femostop was placed and the patient was taken to recovery. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient's hospitalization was not extended as a result of the event. No other adverse patient effects have been reported. The patient was noted to have recovered. The vcd will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: after good stick and successful aif (aorto-iliac femoral angiogram) procedure, mynx was deployed according to the IFU perfectly. Patient¿s systolic blood pressure was about 190 during case, but 170 at the close. However, within 30 seconds of the mynx being removed, a small hematoma was noted. Occlusive pressure was held for about 15 minutes, but as soon as pressure was relieved, the hematoma began to grow. After another 20 minutes the same happened. After a total of about 45 minutes of pressure, a femostop was placed and the patient was taken to recovery. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient's hospitalization was not extended as a result of the event. No other adverse patient effects have been reported. The patient was noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1808003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Patient (high systolic blood pressure) and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with uncontrolled hypertension (systolic bp >180 mm hg). Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. No corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.